Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 27-jul-2017 device evaluation summary: the device was returned to the apollo device analysis laboratory. A visual examination was performed on the device, and noted the balloon was received deployed; and the shell was observed to be discolored, it was blue in appearance. Dark blue particulate matter was noted on the inner surface of the shell. A sample fill tube was used for testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from an openings near the radius of the shell. Under microscopic analysis, the openings was noted to have striated-edges, consistent with damage from a removal tool. White and blue particles were also observed in the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained about abdominal pain. It was performed videoendoscopy that confirmed hyperinsuflated balloon." Balloon was explanted.